Event description:
Additional information received reported that the patient still had concerns about her device or therapy. It was stated that "no one contacted" the patient for an appointment. It was also stated that her stimulation had "stopped working". Further information has been requested but was not available at the time of this report.

Event description:
It was later reported that the leads stopped working. The top two leads stopped working and a company representative came and moved from the top two down to the next two.

Event description:
It was reported that the patient noticed she "could not feel" her stimulation a day prior to the time it was initially reported and the last time she charged her device was two days earlier, "to full". Patient's stimulation was confirmed to be at 8.7v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0564099v, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3550-09, lot# n0025466, implanted: (B)(6) 2005. Product type: accessory. (B)(4).